Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels reached 400 mg/dl while wearing the pod on the back for between 5 and 24 hours. Symptoms reported include nausea and vomiting. The patient tested positive for a ketoacidosis test. A new pod was applied at the hospital and the doctor waited a few hours to see if the bg levels would decrease. The bg levels were not going down so the doctor removed the second pod. A bolus was administered utilizing an insulin pen every two hours to bring the bg level down to normal values. The patient was admitted overnight and discharged the following morning.